Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced an insulin flow blocked alarm on (B)(6) 2026 due to an occlusion, during which insulin did not exit the tubing when the plunger was manually pushed. The blockage was located in the tubing. Due to insulin blockage patient experienced high blood glucose level of 14 mmol and was treated with manual injection. No further information available.